Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Codes: health effect - impact code - f1004 underdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the distributor reported that the patient experienced inaccurate cgm values five days after the sensor was inserted in the arm. The patient felt unwell, and the parent checked the bg which was about 30% higher than the values on the tandem pump receiver (the exact values were not provided). After an unspecified time, the bg reportedly stabilized by unspecified means and was 14 mmol/l; however, because the patient still felt unwell, the patient was transported via private vehicle to the emergency department (ed) for evaluation. Of note, the patient also experienced a warm, swollen leg, and additional symptoms unrelated to hyperglycemia. The patient was evaluated and treated in the ed for less than 24 hours before discharge. There is no information about treatment for hyperglycemia. Upon returning home, the bg was checked at night-time (no value provided). The following morning, the bg remained elevated at 19 mmol/l while the tandem remained about 30% lower. The healthcare provider was consulted, and the patient was advised to change the sensor and pump infusion set and reservoir. No additional information was available from the distributor reporter. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that readings were over % off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.